Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v005252, implanted: (B)(6) 2006 explanted: product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that there was no recent medical tests that would suggest electromagnetic interference (emi), however, the patient got a new adjustable bed. When she got close to the remote for the bed, she felt stimulation increase. As soon as the remote was removed from the room, she could sleep on the bed. It was further reported on (B)(6) 2015 by the consumer via a manufacturer representative (rep) that the patient was having issues with her implant stimulating her more when she got near the remote control for her new mattress, which was a "tempur-pedic like" mattress. It had happened multiple times when she got near the remote control. There were no issues when she got near any other remote controls. The programs were checked on the patient's programmer and when/where the patient felt stimulation. The patient was stimulating on program 2 when she came into the health care professional (hcp) office on (B)(6) 2015. The issue was not resolved. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).